Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had an MRI on (B)(6) 2012. The patient had not noticed any audible alarms since the MRI and was feeling well. The patient was seen in the clinic for a refill on (B)(6) 2012. The pump was interrogated. There was a message the motor stall occurred; stopped pump, period, may exceed tube set. The motor stall recovery had not been logged 20-30 minutes after the interrogation. Hcp planned to wait ten minutes and reread the logs to confirm recovery. When hcp went back to the room to see the patient, the patient had left. The patient lived 150 miles away from the clinic and was not due to come back in until (B)(6). Hcp contacted the patient and he said he feels great. He was not having any symptoms of withdrawal and was fine. Per hcp, it was believed that the pump had recovered. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n166422008, implanted: (B)(6) 2008, product type catheter. (B)(4).